Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an error code and also reported low illumination with the top illuminator and the auxiliary illuminator. Event details and patient involvement are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics and illuminator were replaced to resolve the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to fluidics and illuminator. The manufacturer internal reference number is: (B)(4).